Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a 2008t hemodialysis (hd) machine had a non-operational power rocker switch and the machine would not power on because of this. The machine was pulled from service for evaluation. During troubleshooting, the biomed discovered a ¿burnt¿ cable which goes from the power supply to the power switch. The cable was initially reported to be ¿discolored¿ from heat exposure. However, follow up confirmed the cable was burnt. The biomed fixed the machine by replacing the power switch and the burnt cable. There was no burning smell, smoke, melting, or arcing noted, and there were no reports of sparks or flames. No damage was identified on any other components. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. The biomed stated there were approximately 6,769 hours on the machine at the time of the repair. After the repair was completed, the biomed sated the machine was returned to service and has not experienced any further issues. The replaced parts were not available to be returned for evaluation as they were reportedly discarded. Photographs of the burnt cable were also not available. There was no patient involvement associated with the reported event.